Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient experienced ¿less than 50% therapy relief¿ and overall ¿uneffective¿ therapy with reappearance of the patient¿s symptoms on their right side because the ¿extension screws were not correctly fixed with the screws of the lead.¿ the screw issue was suggested through x-ray images that were taken of the patient¿s device. Radioscopy that was performed on the patient was also reported to have indicated a ¿displacement of the electrode-extension cable connection.¿ contact 2 of the patient¿s extension was reported to have been ¿not working properly¿ and impedance testing found high impedances ¿>40000¿ ohms on the number 2 electrode of the patient¿s left sub-thalamic nucleus (stn) lead. As a result of the alleged issues, it was noted that surgical intervention was required and the patient¿s extension was replaced. It was stated that the patient¿s issues were resolved at the time of report and that they were ¿receiving effective therapy¿ following the replacement of their extension. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found that ¿all conductors were broken 5.2 cm from the proximal end.¿ additionally it was found that ¿all setscrews were backed out¿ though ¿all setscrews were able to be tightened onto a known good lead, correctly.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.